Event description:
A malfunction occurred on the pump while delivering a bolus. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to monitor the situation and contact support again if the problem reappears.